Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6 and h10. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, since the device was manufactured over eight years ago, it is possible that the components of the patient board set deteriorated over time. The substrate of the patient board set involved in detecting the connection of the scope was likely broken, causing the color bar to be displayed. It is also possible that the event occurred because the user used the device with foreign substances (such as dust, dirt or residual chemical solution) attached to the electric contact point of the scope connectors of the device. The instructions for use provides the following caution: "do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center."

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 06-jan-2021. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty patient board set was found, causing no image when the returned device was tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that when a scope was plugged in, color bars were observed. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.